Manufacturer narrative:
One box was returned and evaluated. Upon visual inspection the blister was returned opened with the stem inside of the sealed inner pouch along with two sealed oral swabs. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing-related issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the implant was about to be passed to the sterile field when the technician noticed 2 pink swabs in the sterile packaged stem. The procedure was completed using another implant they had in stock. There is no additional information available at the time of this report.